Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2013, due to tibial loosening. The tibia tray, bearing, femoral component and stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." Under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."

Manufacturer narrative:
This follow-up report is being filed to relay that additional information received confirms the surgeon did not follow surgical technique.